Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stating unit had stopped and alarmed system over temperature. At the time of the call customer had already swapped out the unit. There was no patient harm or hemodynamic changes to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. There were no faults in the logs indicating a over temperature issue. The fse ran the unit on a test catheter for 20 hours at 130bpm and there were no issues with the compressor overheating. The unit passed all tests performed and was returned to the customer in good working conditions..

Manufacturer narrative:
Corrected data: b3, b5, e1 (event site name and event site address), g2. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stating unit had stopped and alarmed system over temperature. The unit was unable to be restarted. The event resulted in patient being off the iabp unit for 15 minutes. At the time of the call customer had already swapped out the unit. There was no patient harm or hemodynamic changes to the patient. Reference medwatch mw5146852.